Event description:
It was reported the customer was hospitalized for high blood glucose over 300 mg/dl. Customer was put on an IV and had high ketones, he ate carbohydrates again and blood glucose shot up again. Customer was wearing the device at the time of hospitalization. Time and date are correct. Customer's father was unsure if the basal rates or bolus wizard settings were correct, advised to speak to doctor. No delivery alarm was noted in the alarm history of the device. Customer's father disconnected call and stated he would call back. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.